Event description:
A cartridge alarm was reported by the caller, indicating an issue with the insulin pump. The customer's blood glucose level was reported at 163 mg/dl, which is within the normal range. The customer successfully reloaded the original cartridge and resumed insulin delivery, resolving the issue.